Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the first fire on the antrum, the device was able to fire and had an unspecified issue. Suturing and firing another cartridge was performed to resolve the issue.